Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Initial insertion of the impella resulted in suction alarm and inability to increase flow beyond p6. Repositioned device within the left ventricle (lv) without improvement. The decision was made to remove and attempt to attain better position within the lv. After re-insertion, they were unable to get a significantly better position. Impella up to p7 without suction and normal flow. While on support, the peel away sheath was removed, and some bleeding was noted. The groin site was held with manual pressure and then c-clamp applied for hemostasis. Pedal pulses had been difficult prior to and continued to be after removal. Flow verified by doppler and by ultrasound.